Manufacturer narrative:
It was reported that the 25 gauge needle was being used to administer local anesthesia and the needle broke off at the hub into subcutaneous tissue. The needle was removed intact without injury to the patient. The sample was not retained for evaluation. Details of the procedure were not provided. It is not known if excessive manipulation of the needle took place while being used. The component involved in the incident is a bd eclipse needle. Bd has been notified. They will conduct an investigation and determine the need for any corrective action.

Event description:
A 25 gauge needle broke off at the hub while local anesthesia was being administered. The piece was removed without injury to the patient using a laparoscopic instrument.